Event description:
A customer reported obtaining unexpected negative results with capture-r ready-screen (3), lot r330.

Manufacturer narrative:
A review of the image result files showed that results appeared as reported by the instrument. The antibody screening assay also showed that cell 2, which is k positive, appeared to have a halo around the red cell button. The antibody identification panel showed that one homozygous kell cell resulted as 2+, one heterozygous kell cell resulted as 1+, and one heterozygous cell resulted as equivocal. No sample was submitted for investigation. In-house testing confirmed the presence of the kell antigen on retention product. A product deficiency was not identified.